Event description:
Patient using prismaflex system for crrt therapy. Machine in cvvh mode. Patient fluid removal set at zero for one hour. Machine history stated that 606 ml removed. Patient concurrently hypotensive with sbp86. Unable to determine if fluid actually removed, or machine erroneously recorded fluid removal.